Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro (B)(4): it was reported that the pump double beeped no cassette (during testing). No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that all labels and seals were intact upon receipt. Error codes for high pressure, no disposable and upstream occlusion were found in the device event history log. The customer reported problem for double beeping no cassette, was duplicated during the investigation. Fluid ingression was found on the downstream sensor which caused the double beep. Root cause of the reported event is unknown and could not be determined. Replaced the downstream occlusion sensor. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.